Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during a follow-up in clinic, noise resulting in oversensing and low pacing impedance were noted on the right ventricular (rv) lead. Abbott technical support was contacted and a revision procedure was performed. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Event description:
Additional information was received indicating the physician suspected right ventricular (rv) lead damage, however, no anomalies were observed either visually nor via diagnostic imaging.